Manufacturer narrative:
Concomitant products: product ID 37714, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. No device analysis was performed; the device met risk based criteria. (B)(4).

Event description:
It was reported that while in the operating room, there was impedance measurement of >40,000 ohms. It was stated that on the first implantable neurostimulator that was used out of range (oor) impedances were measured and ¿everything on 0 electrode was oor.¿ it was stated that the impedances were tested ¿about three times.¿ the leads were reported to then have been cleaned, but impedances were still ¿off.¿ it was reported that the lead impedances were then tested on a multi lead trialing cable (mltc), and all impedances were fine. A new implantable neurostimulator (ins) was then tried, but electrodes 3, 4, 10, 12, and 15 were all ¿off.¿ the impedances were then reported as having been tested again at a higher voltage of 3 volts, but the impedances were still high. It was stated that the leads were ¿wiped down¿ again and reinserted into the ins; it was stated that ¿everything was in range.¿ additional information received reported that the cause of the issue had not been determined and there had been no adverse events to the patient.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins 37714 restore sensor, serial (B)(4)) found no anomaly. Final functional test failed due to the battery not being charged. The returned ins was tested with a known good lead. The lead proximal end was connected to the ins, while the lead distal end was placed in a 0.9% saline solution. Using a clinician programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.